Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient experienced a hematoma, which was drained. The patient then returned to the physician, presenting with bruising and drainage. The device and lead were explanted and not replaced. No further patient complications have been reported as a result of this event.